Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported b30 scope communication error was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. A definitive root cause could not be established for the reported b30 scope communication error as it was not confirmed that this specific defect occurred with the device. Based on the results of the investigation, it is likely the following led to the noisy image: defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error. The issue occurred during the inspection for use. There were no reports of patient involvement.